Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: on (B)(6) 2024, a neurosurgery nurse turned on the ventilator at night, but the self-test failed. The machine could not work and could not be used by the patient. It was repaired. The turbine has malfunctioned, rendering it unusable.